Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (4.3mm) seal could not be loaded, and a spare heart string was used and the procedure was completed without problems. No health hazard to patient.

Manufacturer narrative:
Trackwise ID: (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
(B)(4). The lot # 3000240737 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4). Corrected section: h6-investigation findings -device returned, h3- if other provide code -explain- device returned. The device was returned to the factory for evaluation on 01/03/2023. An investigation was conducted on 02/09/2023. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The delivery device was returned inside the loading device with the white plunger not depressed and the blue safety on which prevents the white plunger from being depressed. The seal was observed in the loading device window. No visual defects were observed on the seal. A mechanical evaluation was conducted. The delivery device was removed from the loading device with no visual or physical difficulties observed. The seal and tension spring assembly was loaded in the delivery device, however it was not seated in its normal position. The seal was observed to be in a rolled state. The seal and tension spring assembly was removed from the delivery device with no visual or physical difficulties observed. There were no cracks or delamination on the seal observed. Measurements of the delivery device were taken; the inner diameter was measured at 0.195 inches, the outer diameter was measured at 0.224 inches ((B)(6)). The length of the delivery tube was measured at 2.48 inches ((B)(6)). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device, the reported failure "fitting problem" was confirmed.

Event description:
N/a.